Event description:
There was an allegation of questionable crej2 creatinine jaffé gen.2 results for 1 patient on a cobas 6000 c501 module, serial number (B)(4). The following results were obtained from different samples: on (B)(6) 2021 the result was 0.72 mg/dl. On (B)(6) 2021 the result was 0.60 mg/dl. On (B)(6) 2021 the result was 0.50 mg/dl. On (B)(6) 2021 the result was 0.47 mg/dl. On (B)(6) 2022 the result was 0.62 mg/dl. On (B)(6) 2022 the result was 4.47 mg/dl. On (B)(6) 2022 the result was 4.51 mg/dl. On (B)(6) 2022 the result was 7.22 mg/dl. On (B)(6) 2022 the result was 7.03 mg/dl. On (B)(6) 2022 the result was 5.58 mg/dl. On (B)(6) 2022 the result was 6.11 mg/dl and 6.31 mg/dl. The results were reported outside of the laboratory. The patient's nephrologist does not believe the increasing creatinine results are correct because the patient's urea result is below 10 mg/dl. The doctor expects the patient's creatinine result to be <1.2 mg/dl. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The malnutrition of the patient (severely starving) was determined to be the most probable cause of the issue as the high creatinine results and normal urea levels would be due to a reduction in muscle mass within a short timeframe. The high creatinine values were confirmed with the enzymatic creatinine method, so interference was not suspected. Since the values are consistently high, a gammopathic interference was not likely.